Event description:
It was reported that pump experienced malfunction with code malf 0, and no notable events occurred before issue. There was no reported impact to the customer¿s blood glucose level. Customer was assisted by technical support to reset pump using provided instructions, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction reappeared, and caller acknowledged and understood guidance.